Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that crystallized residue was found on the outside of the tubing on midazolam infusion. Upon further inspection, the leak was seen at the site of the tubing connection. New medication syringe was ordered and picked up from the pharmacy. The new tubing and medication syringe was setup and the nurse did not notice any obvious crack and improper connections. The event occurred in newborn ICU. Although requested, additional information was not provided.